Event description:
The pt underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2011. The pt presented with iliac limb stenosis after the original procedure, prior to being discharged from the hospital. A re-intervention on (B)(6) 2011, implanted a balloon expandable stent in both iliac limbs with no pt sequelae. The root cause of the post-operative limb stenosis could not be determined with the limited information available. The one month, six month, twelve month, and two year routine follows-ups were uneventful.